Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had been experiencing pocket pain for multiple years. The physician opted to explant and replace the device on (B)(6) 2021. The patient was stable.